Event description:
It was reported that the vns patient underwent surgery to explant her generator on (B)(6) 2014. The patient stated that she received electrical muscle stimulation therapy from her chiropractor which damaged her generator. The patient¿s device was not tested during surgery but was interrogated to ensure that the device was programmed off. The patient's device was reportedly programmed off since (B)(6) 2013. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the pulse generators diagnostics shows the impedance values recorded from the pulse generator are within normal limits.